Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
An event involving a hypodermic needle reported that during the im injection, the needle detached from the syringe and the nurse was splashed with the product on the face, hair, and arm. There was patient involvement and no harm/adverse event reported.